Event description:
It was reported that a replacement of a radial head with a synthes radial head prosthesis system occurred on an unknown date. It was noted at a follow up visit that everything looked great. Then the patient fell so the prosthesis was removed on (B)(6) 2015. The radial head and stem were explanted and were fully intact. This report is for an unknown radial head. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown radial head/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.